Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 429 mg/dl at the time of incident. Customer just only feel the hungry but there was no any other symptom. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer has been treated with manual injections and with bolus deliveries. Based on report the customer does not allege insulin pump was under delivering. The customer declined troubleshooting for high blood glucose. Customer stated that the drive support cap appears normal. The device will be returned for analysis.